Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 9 months following the implant of this transcatheter bioprosthetic aortic valve a transthoracic echocardiogram (tte) identified probable moderate paravalvular aortic insufficiency. This was not identified on previous echocardiograms. Acute respiratory failure developed during the hospitalization. Three days following the tte the patient died. The cause was not reported. However, the acute respiratory failure was reported to have led to the death. The moderate pvl had not resolved prior to the death. The physician indicated the pvl as probably related to the transcatheter valve. The physician indicated acute respiratory failure and death were not related to the transcatheter valve.